Event description:
Seventeen months ago the pt underwent anterior cervical diskectomy and fusion, levels c3-c4, c4-c5, c5-c6 with a plate and allograft for cervical stenosis with myeloradiculopathy. Ten months after the procedure a cervical spine CT revealed fractures of screws at c5-c6 and c3-c4 (4 screws). The pt had been experiencing neck pain and headache. His motor, sensory and reflex exam remained intact. It is not known what activity the pt was doing at the time of the failure of the hardware. In/2008 the pt underwent a re-exploration of anterior cervical spine, removal of hardware, removal of deep buried hardware, l iliac crest bone graft, and plate fixation at c6-c7 level and graft supplementation at c4-c5.